Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). (Agent did not gather serial numbers as agent was trying to keep pt focused on reason for call). The reason for call was pt reported that they have been having issues charging the implant for probably the past 3-4 months. Pt stated that they can't get the implant to charge or hold a charge. Pt added that they had an [unrelated] injury to their back and the doctor thinks the have a crack in their back or a break in it. Pt mentioned that the doctor wants to send them to get an MRI but, they cannot get that until they get the stimulator fixed. Pt noted that the x rays were kind of cloudy and their back has been killing them for 3 weeks. Pt stated they can hardly move, they hurt so bad, and they have a [unrelated] wheelchair and a walker. Agent walked pt through connecting the recharger to the controller (agent observed pt may have been confused with the external devices) - pt initially saw poor recharge quality. Pt was able to start charging with excellent recharge quality - controller 100% and implant was 30%. Pt then saw good recharge quality or no recharge quality. Agent asked - pt stated they are not using the belt. Pt then put the paddle into the belt on the call and ins was recharging good. Pt mentioned that they had to stay in the hospital for 3 extra days to try and charge the ins. The pt was redirected to hcp to further address any continued issues charging the ins. Patient called back and repeated previously documented information. Patient commented their back was about to kill them cause it hurts them so bad. Patient unlocked controller; controller showed 100% and implant 30%. Agent walked patient through entering and exiting MRI mode; controller showed fully body MRI eligible and agent reviewed information. Agent provided patient with ts number for MRI facility to call if they have any questions.